Manufacturer narrative:
E1: patient city - (B)(6), patient country - united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 47 mg/dlat the time of event and the patient got treated intravenously. The patient was admitted for less than twenty-four hours. The patient also experienced symptoms like dizziness and sweating. No further information available.